Event description:
Reporter alleged the advantage system generated a result of 999 mg/dl which is outside the reading range of the system. The reported reading range of the advantage system is 10-600 mg/dl. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.